Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter break is confirmed and was determined to be use related. One 5 fr single lumen per-q-cath catheter was returned for evaluation. An initial visual observation showed use residue throughout the returned sample. The catheter was observed to be broken just distal to the strain relief, approximately 2.5 mm proximal to the 0 cm depth marker. Tensile weakness was observed in the catheter beginning from between the 1 cm and 2 cm depth markers to the proximal end of the catheter, at the break site. A microscopic observation revealed the break surfaces of the catheter were mostly smooth and granular in texture; however, some sections of the break surfaces were observed to be angular and uneven. The angular and uneven sections of the break surfaces suggest the catheter was likely damaged by an instrument. This damage likely weakened the catheter and ultimately led to tensile failure of the catheter, as evidence by the flat and granular sections of the break as well as the tensile weakness observed in the catheter leading up to the break. A lot history review (lhr) of recr0468 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the "patient underwent blind catheter placement on april 29, 2019 to treat the tubercular meningitis through the infusion of a large amount of mannitol, concentrated potassium and sodium. Following successful puncture, the catheter was delivered to the target position, with 39 cm of it remaining in the body and another 14 cm exposed outside. At 7:15 am on (B)(6) it was found that the patient's sheet was wetted and notified his/her family and nurse. Upon examination, the nurse found the PICC tubing ruptured at the root and the two parts were separated from each other. Immediately notified a surgeon and removed the catheter following the surgeon's advice. Pressed the puncture site, and let the patient lie in a position, with the left head lower while the feet higher, inhaled oxygen, measured blood pressure, let patient keep at rest in bed. Patient in stable condition and continued treatment in hospital."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recr0488 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the "patient underwent blind catheter placement on (B)(6) 2019 to treat the tubercular meningitis through the infusion of a large amount of mannitol, concentrated potassium and sodium. Following successful puncture, the catheter was delivered to the target position, with 39 cm of it remaining in the body and another 14 cm exposed outside. At 7:15 am on may 4, it was found that the patient's sheet was wetted and notified his/her family and nurse. Upon examination, the nurse found the PICC tubing ruptured at the root and the two parts were separated from each other. Immediately notified a surgeon and removed the catheter following the surgeon's advice. Pressed the puncture site, and let the patient lie in a position, with the left head lower while the feet higher, inhaled oxygen, measured blood pressure, let patient keep at rest in bed. Patient in stable condition and continued treatment in hospital".